Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. The battery longevity dropped to 9 months remaining in less than two years. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. The changes in power consumption were highly correlated to the right atrial (ra) pacing percentage. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. This report captures additional information of the explant of this device and impact on the patient.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. The battery longevity dropped to 9 months remaining in less than two years. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. The changes in power consumption were highly correlated to the right atrial (ra) pacing percentage. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. The battery longevity dropped to 9 months remaining in less than two years. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. The changes in power consumption were highly correlated to the right atrial (ra) pacing percentage. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.